Event description:
It was reported that the right atrial lead and the right ventricular lead dislodged. Further information was requested however, was not provided.

Event description:
New information noted that the right atrial lead and right ventricular lead dislodged due to twiddlers syndrome. Both leads were explanted and replaced.